Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a prostatectomy procedure, the clip would not reopen. Twice during the same procedure, the appliers were stuck on the tissues, near from neurovascular pedicles for the erection. Both devices could be removed but with great difficulties. There was a risk of damaging the nerves, but fortunately, there were no consequences. Unknown how case was completed. There were no adverse consequences for the patient.